Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that two months and four days post dialysis catheter placement, the cuffs appeared papery with no fibrosis. It was further reported that catheter was allegedly came out from the patient spontaneously. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that two months and four days post dialysis catheter placement, the cuffs appeared papery with no fibrosis. It was further reported that the catheter allegedly came out from the patient spontaneously. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm hemosplit d/l catheter was returned for evaluation. Microscopic visual and functional testing were performed on the returned device. One electronic photo was provided for review. The photo shows a hemosplit dialysis catheter. No other anomalies were observed. During visual evaluation, the tissue cuff was noted to be papery and matted. During functional testing, lure caps were removed, and clamp disengaged. Both the red and blue luers were patent to infusion and aspiration without issue. Therefore, the investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.